Event description:
A cartridge change error was reported, where the pump failed to engage the cartridge during the loading process. The customer's blood glucose level at the time of the event was not reported. Technical support assisted the caller with attempting to resolve the issue by cleaning the pneumatic tap area and reattempting the cartridge installation, but these efforts were unsuccessful. Consequently, it was decided to replace the pump under warranty. The customer was instructed to return the defective pump using a pre-paid label and return box, and a replacement pump was arranged to ensure continued insulin delivery. The customer chose not to disclose the type of backup therapy being used during this process.